Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was cut, the tip was stuck on the floppy end of the guidewire and entangled over the imaging window, and there were kinks in the sheath, telescope, and imaging window assemblies.

Event description:
Reportable based on device analysis completed on 06dec2023. It was reported that a catheter kink occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The distal end of the wire presented a circular bend. When the device was pulled back proximally, the catheter was bent. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the tip was stuck and entangled with the guidewire.